Manufacturer narrative:
The investigation determined that a higher than expected amon result was obtained from a single patient sample using vitros chemistry products amon slides on a vitros 250 system. The root cause of the investigation is unknown. The investigation is ongoing. The customer has not reported any additional occurrences of higher than expected amon results since the event occurred.

Event description:
The customer observed a higher than expected amon result (5000 umol/l) on a single patient sample, when compared to the repeat results (20.0 and 19.0 umol/l), processed using vitros amon slides on a vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result (5000.0) was verbally reported outside the laboratory; however, the result was questioned. There was no allegation of patient harm as a result of this event. (B)(4).